Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. The implantable pulse generator (ipg) was placed in the lower back area, with the leads targeting the intercostal nerves to treat abdominal pain. After activating the system it was noted that the patient was experiencing issues with communication between the ipg and the external therapy discs. Multiple troubleshooting sessions were conducted to attempt to correct the issues but were not successful. Palpation of the ipg found that the device may have been implanted beyond the recommended depth for optimal communication. A surgical revision was performed to place a new ipg in a more superficial position to correct the communication issues.

Manufacturer narrative:
There are no indications of any device or component failure. Imaging was not made available to the firm, however inconsistent therapy due to communication issues appears to be directly related to the implant position of the device.